Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was returned with the blister pack. No abnormalities were observed upon inspection of the tube assembly. Tacks were observed within the tube and one was protruding. Functional testing noted that the handle was actuated, and the instrument cycled, but the tack did not deploy. No engagement of the internal gearing was noted upon actuation of the handle. The instrument was disassembled to inspect the internal components. The pinion gear was damaged. It was reported that the tack did not hold. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue could occur if the instrument was excessively manipulated during use. In this case the excessive manipulation could be from firing against an improper surface or obstruction. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: a minimum of 4.2 mm thickness of tissue over underlying bone, vessels, or viscera is needed for full engagement of the tack. In addition, thicker prosthetic material may compromise full engagement of the tack. Material thickness should be carefully evaluated prior to application of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10. Concomitant products: abstack30, abstack30 abs fixation device 30 tacks (lot: n5b1298y); abstack30, abstack30 abs fixation device 30 tacks (lot: n5b1298y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic intraperitoneal onlay mesh (ipom) procedure with mesh tacking using the three devices, tacks fell into the cavity of the patient and was retrieved through a grasper. The surgical time was extended by 30 minutes or more due to the product problem, with additional time consumed in firing the tacker and retrieving the fallen tacks from the cavity. Another company¿s product was used for two leftover firings to complete the case. No patient complications have been reported as a result of this event.